Event description:
Iab inserted at 7p and balloon ruptured 6 days later at 12n, pt had open heart surgery the following day and had 2nd iab inserted. Pt passed away the following day at 5a but it has not been suggested that this is a result of the iab failure. This was the 2nd rupture in <3 months of this type of catheter and the 4th rupture in 3 months of some type of arrow iab.